Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be damaged, making it difficult for pump to connect to charger. There was no reported adverse impact to customer¿s blood glucose level. Tandem technical support was unable to troubleshoot for this issue and further information was unable to be obtained.